Event description:
Colorectal procedure: "(B)(6) found a piece of black rubber inside the pt, they proceeded to check all instrumentation, and found that it came from the ctf73 12 mm trocar" seal. They also had the same thing happen with a ctf73 in one of (B)(6) case recently able to locate and remove the piece of black rubber." Pt status: "no cer related problems with pt."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.